Event description:
The pt called lifescan and alleged the one touch ultra meter was missing segments in the glucose reading area. The reading obtained was 65 mg/dl. The pt felt a little sweaty and shaky. A med professional was contacted for advice. No treatment given. The pt was advised to call lifescan. The reading of 65 mg/dl matches the symptoms the pt was experiencing and no treatment given. The pt was advised to call lifescan. The reading of 65 mg/dl matches the symptoms the pt was experiencing and no treatment was given to the pt. Based on the info provided there is indication the product malfunctioned. The meter was replaced and return is expected.